Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using three proglide devices after a peripheral interventional procedure, using a 6fr sheath. Reportedly, the needles of the three proglide devices did not catch the sutures. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.